Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), back pain ("back pain") and alopecia ("hair loss"). At the time of the report, the pelvic pain, genital haemorrhage, nausea, back pain and alopecia outcome was unknown. The reporter considered alopecia, back pain, genital haemorrhage, nausea and pelvic pain to be related to essure. The reporter commented: it was mentioned that she will be forced to undergo a major surgery, but also that the surgery was and will be much more severe than what would have been required of a tubal ligation (discrepant information received) company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.